Event description:
It was reported that a balloon burst occurred. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon burst at the 1st inflation, and with a pressure of 4atm. The balloon device was removed as per normal procedure. The procedure was completed with another of same device. No complications were reported, and the patient is stable after the procedure.